Manufacturer narrative:
(B)(4). Death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011 percutaneous coronary intervention was performed. A non-abbott stent was placed in the obtuse marginal. An unknown xience v stent was placed in the mid right coronary artery (rca) lesion that had a vessel diameter of 3.8 mm, a lesion length of 23.2 mm, and was 100% stenosed. Two unknown xience v were placed in the distal rca and right posterolateral branch lesions with a vessel diameter of 3.1 mm, a lesion length of 58.3 mm and was 100% stenosed. Two unknown xience v stents were placed in the proximal rca lesion with a vessel diameter of 3.8 mm, a lesion length of 18.7mm, and was 100% stenosed. Two unknown xience v stents were placed in the distal left circumflex with a vessel diameter of 2.9 mm, a lesion length 36.2 mm, and was 57 % stenosed. On (B)(6) 2011, the patient was discharged from the hospital. Follow-up appointments on (B)(6) 2011 showed no angina symptoms and the patient was taking aspirin and clopidogrel. On (B)(6) 2011, the patient was found lying and was taken to the hospital. A head CT scan was undertaken with no abnormality noted. The patient was sent home. On (B)(6) 2013, follow-up showed no angina symptoms and the patient still taking aspirin and clopidogrel. On (B)(6) 2013, the patient expired due to acute heart failure. No additional information was provided.